Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with injection (inj) reflin (1 gram, route and frequency not reported) and inj tobramycin (40 milligrams, frequency and route not reported). On an unreported date, the patient¿s pd effluent was clear, the peritonitis was resolved, and the patient was recovered from the event. The action taken with the dianeal therapy was not reported. No additional information is available.